Event description:
The clamping ring, which holds the nail on the target device, fell off and was in the patient's situs.

Manufacturer narrative:
Correction: section d4 (lot #). The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received target device shows signs of severe damage and deformation. The head portion of the device is severely damaged including the internal feature. Hammering is quite evident. The c-ring is missing completely from the device, and no damage could be verified at the groove of the target device where the c-ring should be located. But the c-ring itself appears deformed in shape, which is indicative of a collateral damage due to external impaction. Based on the investigation, the root cause was attributed to be user related (misuse or mishandling by the surgeon). The extent of damage visible in the target device clearly indicates towards an abnormal usage of the device, as it was hammered. The target devices are not meant to be hit directly but if it is indeed needed, it must be done using a strike plate. It is also clear from the statement received from the user that a pre-surgical inspection was done which suggests that the device was working as intended before the actual surgery. This indicates that the device likely experienced damage during this surgery. It is also possible that due to such heavy blows, the c-ring while inside the patient must have been affected, leading to detachment when the device was being pulled out. It cannot be excluded that the c-ring may have detached prior to the surgery during the cleaning process to achieve a proper cleaning result with the target device. During detachment, the ring may have been deformed which may have affected the secure fit of the ring (loosening). As the device had been in use for approx. 6 years (manufactured in 2013) we assume that it had fulfilled its tasks in former surgeries as intended. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The IFU states: ¿do not hit instruments unless they are specifically intended for impaction. Never hit targeting devices or elastosil handles other than those with an integrated strike plate! Always treat the instrument carefully to avoid surface damage or alterations to the geometry. He design of the instrument must not be modified in any way.¿ if any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The clamping ring, which holds the nail on the target device, fell off and was in the patient's situs.